Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. During an ablation procedure, a intellanav mifi open-irrigated ablation catheter was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. Transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area). Pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the tsp workflow or versacross device. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the intellanav mifi open-irrigated ablation catheter device confirmed that the event of cardiac tamponade and unexpected medical intervention is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the intellanav mifi open-irrigated ablation catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the intellanav mifi open-irrigated ablation catheter device. Cardiac tamponade is an expected procedural complication addressed within the IFU for the intellanav mifi open-irrigated ablation catheter.

Event description:
It was reported that a cardiac tamponade occurred. During an ablation procedure, a intellanav mifi open-irrigated ablation catheter was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. Transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area). Pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the tsp workflow or versacross device. The patient has been discharged. The device is not expected to be returned for analysis (discarded).